Event description:
New information received notes that the noise was reproduced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to myopotential oversensing was observed. Deep breathing and coughing exercises were suggested. The patient would be monitored since the oversensing was only a single episode, and the patient had underlying rhythm. No patient symptom was reported.